Manufacturer narrative:
Follow-up #1 date of submission 08/31/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple cs 078 call service alarms were recorded. During a visual inspection of the pump, the battery compartment was found to be intact; no damage was observed. There was moisture corrosion observed inside the battery compartment. During testing, the pump performed the ezprime steps with no call service alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no alarms. The pump case was removed and moisture corrosion was found on the motor flex connector. The complaint of a cs 078 call service alarm issue was shown in the history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.